Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿implants can loosen or migrate due to trauma or loss of fixation.¿

Event description:
Patient with a custom tri-flange acetabular component has been indicated for revision due to loosening.